Event description:
Sorin group received a report of reduced performance accompanied by a blood leak from the apex hp m adult hollow fiber oxygenator during a procedure. After ventilating the pt and adjusting the sweep and flow rate, the device was used to complete the procedure and there was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The oxygenator was returned to sorin group for eval. Initial testing of the returned unit confirmed the presence of a very slow leak. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.